Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ligation of a vessel on a laparoscopic ¿gynea¿ procedure, the clipped overlapped/crossed over. T hey opened a new clip applier which worked fine to complete the case. There was no patient injury.